Event description:
It was reported the ventricular sensing integrity count was high over the lifetime. It was also reported there was no evidence of oversensing on high rate events and impedance was stable. It was noted that on one threshold test, there were 2 oversense coupled on the test. There was ventricular oversense at ap (atrial pace) then a vp (ventricular pace). It was questioned that there could be a double count of the pvcs (premature ventricular contractions). Monitoring of the patient to continue. No patient complications have been reported as a result of this event. The device remains implanted and active. The device was later returned to the manufacturer following explant at an unknown time.

Event description:
It was reported the ventricular sensing integrity count was high over the lifetime. It was also reported there was no evidence of oversensing on high rate events and impedance was stable. It was noted that on one threshold test, there were 2 oversense coupled on the test. There was ventricular oversense at ap (atrial pace) then a vp (ventricular pace). It was questioned that there could be a double count of the pvcs (premature ventricular contractions). Monitoring of the patient to continue. No patient complications have been reported as a result of this event. The device remains implanted and active.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data was collected from the device and have analyzed the data. Impedance measurements were steady and no anomalies were found. There was a lifetime ventricular sensing integrity counter is 7665. A high value of this count can indicate a possible intermittency in the system. Upon analysis, no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data from the device showed the impedance trends were steady. The lifetime ventricular sensing integrity counter is 7665. A high value of this count can indicate a possible intermittency in the system.